Event description:
It was reported that the patient's right ventricular lead had high thresholds and appeared to have minimal slack. The atrial lead had sensing issues. Both leads were extracted and a new system was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the distal portion of the lead was returned, analyzed and the inner insulation breached the metal ion oxidation (mio). There was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking and the outer insulation was breached cut. Evaluation summary for: (B)(4) - the distal portion of the lead was returned, analyzed and the inner insulation breached the metal ion oxidation (mio) there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and the outer insulation was breached and had a depression.